Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during the device inspection, that the ultrasonic bronchofibervideoscope was broken inside, towards the end. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report. Initially, this complaint was submitted as a reportable malfunction conservatively. However, upon further review, there was no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported that during the device inspection, the ultrasonic bronchofibervideoscope was broken inside, towards the end, which was reported out of caution due to lack of information. Upon the return of the subject device, it was confirmed that there were no reportable malfunctions associated with the subject device. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.